Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead previously exhibited low impedance. The dependent patient presented on (B)(6) 2019 for lead revision procedure. Prior to procedure, interrogation of the lead indicated that noise was oversensed leading to pacing inhibition and resulting in patient experiencing asystole. The lead was capped and replaced. The patient was stable post procedure.